Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 lead implanted: (B)(6) 2014; 507685 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance. It was also noted that the patient alert had been triggered and that the patient was very upset that they had driven to one location for a device check and was redirected to drive across town to another location for the device check. The patient stated as they were going into v-tach, they felt lightheaded, hot, and thought it was possible blood pressure or heart related. Follow up with company representative reported that the episode the patient was talking about was where the patient was not feeling well, returned to the clinic, and it was found that the patient had a vt episode that was treated properly by the device by treating the rhythm without use of high powered shock. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.